Event description:
It was reported that the pump experienced a malfunction. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller by providing pump reset instructions, and the customer successfully reset the pump without recurrence of the malfunction code. The customer was advised to continue using the pump and to call back if any issues reoccur.